Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system, section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation, section: impella cp with smart assist catheter insertion, section: axillary insertion of the impella cp with smart assist catheter, section: use of impella with transcatheter aortic valves. ¿in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death. In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ "unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death."

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. The patient encountered limb ischemia, thrombus, thrombocytopenia and positioning issues. Echocardiogram showed that the pump was positioned 6 centimeters inside the left ventricle which then required repositioning for it to 3.8 centimeters. Furthermore, the patient was found to have critical limb ischemia of the right left extremity (impella cp indwelling in the right femoral artery). The decision was then made to escalate to impella 5.5 and remove the impella cp. However during pump explant, there was significant dense thrombus throughout the iliac extending into the common femoral artery and there was also a thrombus seen mid femoral. The vascular surgeon suspected that the thrombus was directly related to prolonged indwelling time. They saw no direct injury to the vessel from insertion or catheter, only thrombus. Extensive complex thrombectomy was performed with deployment of multiple stents and flow was restored distally. The patient returned to the intensive care unit in stable condition. The patient was also found to have a positive panel for heparin-induced thrombocytopenia and so the patient was transitioned to bivalirudin.